Event description:
It was reported that a lap cholecystectomy was performed in 2007 and approx 24 hours after the case, there was an internal hemorraghy and the surgeon had to perform a second surgery and noticed that the staples were misclosed and appeared crossed in the pt's abdomen. The surgeon sutured by hand. During the initial procedure, the device did not appear to malfunction, and the clips seemed to be properly closed. The head nurse kept the clips retrieved from the pt's abdomen during the second procedure, and all of them were crossed (x-shaped). Unfortunately, there are no pictures or video of the procedure. The pt is doing well, she was discharged from hosp a few days after the second procedure. The second procedure was performed open and the surgeon used sutures to complete it.

Manufacturer narrative:
.